Event description:
This event was reported as ring explanted after 3 years and 7 months due to recurrent mitral valve regurgitation, congestive heart failure and pulmonary hypertension. No further info was provided.